Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this dependent patient returned to the clinic for a routine device check shortly after implant. Upon interrogation this implantable cardioverter defibrillator (ICD) noted a loss of capture on the right ventricular (rv) lead. However, the patient had no symptoms. The patient's non-boston scientific left ventricular (lv) lead was programmed high enough to capture and pace. Due to the patient's anatomy this rv lead could not be repositioned and it was surgically abandoned. A previously abandoned rv lead was utilized. Diaphragmatic stimulation was also noted due to the non-boston scientific lv lead. No other patient effects were reported.